Manufacturer narrative:
The reported events of inaccurate sensing and failure to deliver shock was confirmed. The implantable cardioverter defibrillator (ICD) was returned for analysis. Review of the device image confirmed undersensing occurred which resulted in detection of return to sinus which prevented shock delivery. The device behaved as programmed.

Event description:
Related manufacturer reference number: 2017865-2022-37524. It was reported the patient deceased. Review of the implantable cardioverter defibrillator (ICD) image revealed the right ventricular lead was oversensing noise. Further review found the ICD had detected two episodes of ventricular tachycardia and delivered anti-tachycardia pacing (atp) but aborted delivering shocks. The right ventricular lead failed to give appropriate defibrillator shocks because of a problem of inaccurate sensing.